Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on medical records. The following section of this report have been corrected/updated: b7 (other relevant history, including preexisting medical conditions). Additional information received via medical records revealed the patient underwent a successful transcatheter aortic valve replacement (tavr) procedure with no complications. There was only trace paravalvular leak (pvl). Approximately 1 day post tavr procedure, the mean gradient was observed to be 4 mmhg and the aortic valve area (ava) was observed to be 3.08 cm2. The patient was noted to be in sinus rhythm/sinus bradycardia. Subsequently, it was determined that the patient had a new onset of left bundle branch block (lbbb). The patient was discharged home with the decision to monitor the lbbb via application of a wearable arrhythmia monitoring patch device. However, as reported, approximately 6 days post tavr procedure, the patient passed away.

Event description:
As reported by edwards implant patient registry (ipr), approximately 6 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 ultra resilia valve, the patient passed away due to complete heart block. Multiple investigational attempts have been made, but no additional details regarding this adverse event have been provided. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event and subsequent death.

Manufacturer narrative:
Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the transcatheter heart valve (thv) procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive as patient and procedural factors were not provided; however, the event could be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device not returned.